Manufacturer narrative:
(B)(4). Additional information was received indicating that there was no patient event.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rectopexy procedure on an unknown date and mesh was implanted. The patient reported that the mesh had embedded into the rectum. The patient has experienced pain and bowel problems for four years. In order to remove the mesh, a stoma bag would be required. The mesh is still implanted. No additional information is available.